Manufacturer narrative:
Failure analysis revealed that the insulin pump was received pump with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. The device also was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump were scrolling when attempting to bolus. Customer also stated that the buttons were unresponsive. Customer's blood glucose reading at the time of the call was 223 mg/dl. No further information reported.